Manufacturer narrative:
A review of the device history record was completed and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The scanning electron microscopy (sem) analysis of the electrode array revealed damage to the parylne coating within and electrode contact pad. The device passed the mechanical tests performed. The reported complaint of impedance issues was confirmed during the analysis of this device, which was limited in some respects due to the electrode being severed. It is believed that the parylene insulation damage found on the electrode wires is related to the return reason. An internal corrective action was implemented. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly refusing to wear the device. External equipment was exchanged and programming adjustments were made, however the issue did not resolve. Device testing revealed abnormal results. Revision surgery will be scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.